Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging in 500s mg/dl; cause was unknown. Additional information regarding the reported issue was not provided, and customer declined troubleshooting with tandem technical support.